Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient had severe tricuspid regurgitation. An echocardiogram revealed that one of the ventricular pacing leads was through a leaflet of the tricuspid valve. Follow-up was attempted; however, it could not be determined which ventricular lead was through the leaflet. The leads were removed and a tricuspid valve repair/replacement procedure will be done. No further patient complications have been reported as a result of this event.